Event description:
Pt received mulitple inappropriate shocks from ICD (implanted cardioverter defibrillator). Interrogation of the device revealed high impedance. The superior vena cava lead and the right ventricular lead were extracted and replaced. The extracted leads were not examined nor sent to the MFR as they were in pieces and discarded. The site has reported an add'l type of event with the medtronic right ventricular lead. There were no unusual activities or circumstances surrounding this event.